Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)

Event description:
It was reported that during ipg replacement upon removing the leads it was noticed one of the contacts was missing the most proximal contact. It¿s possible the contact remains in the header but was not found to be loose on the surgical field. Additionally, when the leads were inserted into the new ipg they were never able to get more than six clear impedances between the two leads. The doctor spent almost an hour removing the leads, wiping them down to ensure they were clean prior to testing again. The same impedance issues occurred even after a second new ipg was used. Effective therapy was obtained from remaining contacts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.